Manufacturer narrative:
The device evaluation found, scratches on the cover glass and light guide damage. The evaluation also found, that the lighting was poor; due to a broken light guide connector. There was also foreign material adhesion on the internal lens and scratches on the eyepiece. In addition, the gold plating was peeling on the outer tube. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid scope had a dark image. Inspection and testing of the returned device found scratches on the cover glass and light guide damage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the scratches on the cover glass and light guide damage occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.